Event description:
It was reported that the pt was shutting off a circuit breaker and he received a shock which "threw him across the room". He subsequently experienced loss of therapeutic effect and stimulation sensation. Upon interrogation, neither the pt nor physician programmer could communicate with the ins. The lead and extension were still functional and the ins was replaced. The pt outcome remains unk.